Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (isr) requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that plain old balloon angioplasty (poba) was used to treat in-stent restenosis (isr) of a vision stent that was deployed over six months ago. Another company's drug eluting stent (des) was advanced through the vision stent struts and was deployed in a circumflex (cx) lesion. The distal end of the des stent was sticking out into the left anterior descending artery (lad) and the kissing balloon technique was used to compress it against the vessel wall. Then, a balloon catheter was used to create a hole in the stent struts of the des stent. As the mini vision, stent was being advanced through the hole created in the stent struts of the des stent, it became caught. The mini vision stent dislodged from the stent delivery system (sds) during an attempt to remove the device from the patient's anatomy. A snare device was used and the mini vision was successfully removed from the patient's anatomy. No additional event or patient information is available.

Manufacturer narrative:
The mini vision stent mentioned is being filed under MFR# 2024168-2009-01379.